Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 176 mg/dl while the sensor gave a reading of 50 mg/dl. Another time, customer's blood glucose was 96 mg/dl while customer received a reading of 40 mg/dl. Insertion and calibration techniques were discussed. Customer will not be returning the product for analysis at this time.